Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered alerts showing the device was off and in pre-implant mode. The patient had an ICD changeout procedure and no follow up since that procedure date. It appears that the device was never activated after implant. The device had no tachy zones on, and some pacing algorithms were not active so the patient was pacing in the right ventricle (rv) unnecessarily. Reprogramming was completed with the ventricular fibrillation (vf) zone turned on and findings were reported to the physician. No patient complications have been reported as a result of this event.